Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and foreign body reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone perspiration, waves, folds, rotation, and baker grade iii capsular contracture (breasts are hard and deformed, but without pain) device exposure.

Event description:
Healthcare provider reported silicone perspiration, waves, folds, rotation, and baker grade iii capsular contracture (breasts are hard and deformed, but without pain) device exposure on the right side. This record is for the right side. The device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). Additional, changed, and/or corrected data: a2, a3a, a4, a5, a6, b3, b5, b6, e1, h6.

Event description:
Healthcare professional reported right side silicone perspiration, waves, folds, rotation, and capsular contracture baker grade iii (breasts are hard and deformed, but without pain) device exposure on the right side. The device has been explanted and discarded.